Event description:
The field service representative (fsr) reported that during notice of field correction (nfc) of the device, the roller pump display went blank. There was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The fsr replaced the pump pod assembly in the roller pump.